Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered that the sample probe 1 values were low. The cse replaced the sample probe 1 mixer, drain, and sample probe. The cse ran a quick check, which passed. Quality controls were run and resulted within range. The cause of the discordant glucose results on one patient sample is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low glucose results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no known reports of adverse health consequences due to the discordant glucose results.